Event description:
It was reported that patient experienced pump malfunction that displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged warranty pump replacement, confirmed shipping details, instructed caller to place pump in storage mode, to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label.